Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a thrombus on their implanted right ventricular (rv) lead. The patient was admitted to the hospital. Skin cultures identified the presence of staphylococcus hominis. Antibiotic and anticoagulant therapy was initiated, and the patient later discharged to home in stable condition. The patient's implantable cardioverter defibrillator (ICD) and associated leads remain implanted, and no further patient complications have been reported as a result of this event.